Event description:
On (B)(6) 2006, the patient was treated with the gore tag endoprosthesis for a traumatic pseudo aneurysm. On (B)(6) 2006, a re-intervention took place for an aortic bronchial fistula and an additional tag endoprosthesis was implanted. The device landed at the carotid artery and an additional stent (type unknown) was placed in the left common carotid artery. On (B)(6) 2006, the patient had chest pain and headache and a computed tomography scan which showed the device was compressed and patient had uncontrolled hypertension. (B)(6) 2006, a hemi arch replacement was done and both tag devices were explanted. Films have been requested from the physician, but have not been sent to gore.

Manufacturer narrative:
The specimens have been received by gore but not yet evaluated. A review of the manufacturing paperwork has been requested. Also implanted and associated with event is (B)(4).